Manufacturer narrative:
Vyaire medical file identification: (B)(4). A third party service technician evaluated the ventilator. Found out that the wire was crumpled at the turbine. The service technician re route the wire. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the ltv 1200 unit constantly reset when turned on. As of this time, there was no information about patient involvement associated in this reported event.